Event description:
It was reported that the pump has lifting dso seal. The event occurred during testing. There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
E1 - last name: correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump has lifting downstream occlusion (dso) seal¿ was confirmed through visual inspection. The probable cause was the dso seal was delaminated and therefore replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The physical condition of a delaminated dso seal has been confirmed to have no history of associated risk due to the condition not referencing a failure of the dso seal as compared to other physical conditions of the dso seal.